Event description:
In 2009, the pt reported that his infusion site was not properly adhering to his skin causing the cannula to come out of his body and his blood glucose elevated. He inserted a new infusion site at 5:15 pm and the area was clean and dry. He stated that later he "felt something weird" and found the adhesive was partially attached to his skin and the cannula was pulled out of his body. His blood glucose measured 273 mg/dl. His normal blood glucose range is 70-120 mg/dl. The pt inserted a new infusion site and stated that he will bolus to lower his blood glucose. Upon f/u the following month, the pt's wife reported that the pt's blood glucose returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.